Event description:
The patient reported that his heart rate and blood pressure were dropping below 60, and the patient wondered what his device was set at and if this was normal. The patient was recently hospitalized and the device checked and found to be ok. The patient was given medications. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Event description:
The patient reported that his heart rate and blood pressure were dropping below 60, and the patient wondered what his device was set at and if this was normal. The patient was recently hospitalized and the device checked and found to be ok. The patient was given medications. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(6): the device was returned, analyzed and analysis of the device revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.